Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed a pump error indicating that there was a critical block and inverse block issue. The customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call as the customer decided to call back. The insulin pump will not be returned for analysis.